Event description:
It was reported that the user experienced elevated glucose with a reported value of 401 mg/dl for two days and used meal announcements as corrections; during troubleshooting the user disconnected from the body to verify insulin flow through the tubing, encountered difficulty advancing past a fill-tubing screen after selecting next, placed the device on a charging pad, and performed a restart from the mobile app, with instruction to confirm insulin flow before ending the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, the procedure followed was improper or incorrect, and the user interface component was involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.